Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that the ngage nitinol stone extractor basket could not be opened and closed during the right flexi ureteroscopic lithotripsy (urs) procedure on the middle calyx and the upper calyx of the patient. No adverse effects to the patient have been reported due to this event. Additional information was requested regarding the failure of the device. No additional information has been provided regarding the patient outcome.

Manufacturer narrative:
A review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. One stone extractor was returned for investigation. The device was returned with the udh handle and the basket formation in the closed position. A functional test determined the udh handle does not actuate the basket formation. The collet knob was found to be tight and secure. The support sheath and the basket sheath were noted to be adhered. The udh handle was disassembled for investigation. The basket formation could not be manually actuated. A review of the device history record was reviewed and no non-conformances were noted for reported lot. Additionally, this was the only reported complaint associated with the lot number. Based on the provided information and the results of the investigation, a definitive root cause cannot be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.